Manufacturer narrative:
Inspected one opened and used; found sensor broken with missing parts. We were unable to confirm if sensor was received damage due to customer returning it opened and used.

Event description:
The customer reported via phone call that they change the sensor and calibration error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.